Manufacturer narrative:
H3 other: the device was received, but investigation has not started yet. An engineering- and explant investigation will be conducted. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further information was requested from the hospital, like surgery protocol and angiographic images, but nothing was provided yet. Further investigation is being conducted and will be included in the final report. As two devices were involved, the first device was already reported with manufacturer report number 2017233-2025-06023. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent surgical treatment for a p3 femoro-popliteal bypass with a gore® propaten® vascular graft. It was stated that the vascular graft was implanted on (B)(6) 2025, and on (B)(6) 2025, bleeding was discovered. To solve the issue another gore® propaten® vascular graft was implanted onto the already implanted one, as this one appeared to be cracked. One day later all the prosthesis were revised and replaced with a new gore® propaten® vascular graft. The explanted prosthesis appeared to show a special structure, which is extremely thin-walled and not resistant.

Event description:
It was reported to gore that the patient underwent surgical treatment for a femoral-crural bypass with a gore® propaten® vascular graft. It was stated that a 5 mm gore® propaten® thin wall removable ring vascular graft was implanted on (B)(6) 2025, femorocrural with end-to-end anastomosis in the mid-thigh area to a linton patch in the fibular artery area. It was stated that on (B)(6) 2025, the patient is found at night in hemorrhagic shock with a tear in the proximal bypass anastomosis. Emergency circulatory stabilization and immediate revision surgery must be performed. Use of the interposition graft (6 mm gore® propaten® thin wall) at the level of the thigh to reconstruct the torn bypass material. During the operation, it is noticed that it is not the anastomosis itself that has torn, but the ptfe material of the initially implanted 5 mm ptfe bypass from (B)(6) 2025. "The ptfe bypass is torn from the area of the proximal anastomosis with a tear in the 5 mm ptfe prosthesis approx. 2 cm further distally towards the former puncture site for angiography. Due to the adjacent tourniquet, the bypass is thrombosed and there is currently no active bleeding. First, thrombectomy of the bypass proximally and distally using red and green fogarty catheters. A pulsatile jet inflow and good reflux from both bypass segments can be restored immediately. The thrombi are mostly fresh. Systemic administration of 5000 units of heparin by the anesthesia team and clamping of the bypass. The previous anastomosis and the distally torn portion of the bypass are resected and replaced with a 6 mm gore® propaten® thin wall graft (total graft length approx. 5 cm). First, the proximal anastomosis is sutured with 5-0 monofilament suture material using a continuous suture technique. Then flush again. There is still a pulsatile spray of blood from the pelvic area. A very strong pulse can still be felt in the groin. The backflow is then checked again. This also continues. The leg is stretched to measure the correct length of the graft. The distal anastomosis is also sutured with 5-0 monofilament suture material using a continuous suture technique. After completing the suture, repeat the fogarty maneuver centrally and distally. No further thrombotic material can be retrieved and there is still a pulsatile spray of blood from the pelvic region and good return flow from the bypass. Irrigation with heparin and saline. Completion of the suture. A strong pulse can be felt both proximally and distally to the interponate. Reportedly on (B)(6) 2025, another bypass tear (again of the material initially implanted on (B)(6) 2025), this time in the area of both anastomoses occurred. This was first confirmed by angiography and then clinically during bypass explantation. The bypass had again been torn out in the area of both anastomoses. The bypass was then completely explanted and replaced with a 5 mm gore® propaten® vascular graft. To rule out other causes, material from the bypass and blood cultures were sent for microbiological analysis. This did not reveal any evidence of bacteria.

Manufacturer narrative:
As further information was received the following codes have to be disregarded: a0410, a0412, b01. B3 date of event was updated. B5 describe event or problem was updated. Neither the device nor images were returned to w. L. Gore & associates for investigation. The device serial number was provided; therefore, the device history record could be reviewed. No anomalies were found in the manufacturing records, the device lot passed quality control testing and exceeded the lower limits for longitudinal and transverse suture pullout. The identity of the device serial number is consistent with the device described in the case. The case description could not be confirmed, as no images of the device or device were provided for evaluation. The reported failure mode reflects the case description but could not be confirmed. The evaluation found no anomalies attributable to the manufacture of the device. With the information provided to gore, the root cause of the reported event cannot be established.

Manufacturer narrative:
Please disregard the codes f1901 and f2301 as well as e0506, as they do not apply for the second device which did not rupture.